Event description:
A report was received from the affiliate indicating that four days (6/15/08) post cypher stent implant, the pt complained of chest pain. A coronary angiogram was conducted and thrombus was observed from the proximal to inside of the two cypher stent in the proximal to mid lad. To treat the thrombus, aspiration and poba were conducted. As of 2008, the pt is still in the hosp, but her condition was stable. Physician's comment: the cause of the thrombotic event may be because the stent was under-dilated.

Manufacturer narrative:
The procedure was an elective case. The target lesion was at the proximal to mid lad. Pre-dilation was conducted with a 2.0x15mm balloon at 14 atm for 30 seconds. The 2.5x23mm cypher stent was implanted for 12atm for 30 seconds. A 2nd 2.5x23mm cypher stent was implanted at 12 atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilation was conducted with a 2.75x15mm balloon at 16atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 25%. Timi flow pre and post procedure was iii. Act was not measured. The product remains implanted in the pt, thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This is one of two products being reported for the same event. Please reference mfg reports#: 9616099-2008-01798 and 9616099-2008-01799. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.